Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display. Blood glucose was 220 mg/dl. Customer reported that when hitting the calibration button the screen turned off. Customer reports display is blank. Customer states the display was blank less than 30 seconds. The insulin pump will not be returned for analysis.